Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 23 + 0 cone body. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had left hip revision surgery due to chronic dislocation. Patient had in a restoration modular. Surgeon took out top portion of cone and put in different degree of antiversion. He then removed the cup and put in a zimmer constrained liner. Sales rep indicated that there will be no further information, implants, etc due to hospital and doctor policy.